Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The length of the patient's membranous septum was 1.0mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. At the start of procedure, the patient had rbbb. The valve was implanted at a depth of 3mm ncc and 5mm lcc, without issue. The patient ended up developing chb overnight and a permanent pacemaker was implanted. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The length of the patients membranous septum was 1.0mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. At the start of procedure, the patient had rbbb. The valve was implanted at a depth of 3mm ncc and 5mm lcc, without issue. The patient ended up developing chb overnight and a permanent pacemaker was implanted. The patient is stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the procedure contributed to the reported event. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances, as a permanent pacemaker was implanted.